Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. The quality control data was not provided. The calibration data was within expectation. The last calibration was performed in (B)(6) 2012, over four months before the event, which was not following the recommendations in the package insert.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their 2010 analyzer. The customer confirmed the tube was filled correctly and the sample was clean and clear with no apparent clots. The separation gel plug was between the red cells and serum and not up the side of the tube. The patient was having her hcgb levels checked as the customer suspected she was having a miscarriage. When the customer received the patient's initial hcgb result, it was queried before being reported and the sample was repeated. The patient's initial hcgb result was 0.333 iu/l. The sample was repeated and the result was 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and the result was 24000 iu/l and it was reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number was 169563 and the expiration date provided was 01/2014.